Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose was 140 mg/dl. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test in that the vibrator did not work when it was supposed to. No critical pump errors (open book image) were noted during testing. Per visual inspection there were signs of corrosion inside the battery compartment as well as on the battery board attached inside the case. Device has a crack on the inner battery compartment. In addition the s/n label located between the belt clip rails is illegible.